Event description:
A medtronic representative reported that the surgeon was 8mm inaccurate during a transsphenoidal with axiem in synergy cranial 2.2. The surgeon registered with tracer and confirmed that he was accurate with several fiducials on the patient. When navigating in the nasal cavity, the surgeon was inaccurate 8 mm in the superior direction with both the em stylet and registration probe in the nasal cavity. The surgeon discontinued use of the stealthstation s7 system to complete the procedure. There was no impact on the patient outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.